Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the b30 error was caused by a broken charged coupled unit / circuit board due to the user handling. The root cause of this event was unable to be identified. The following is included in the instructions for use: ¿important information ¿ please read before use: warnings and cautions: do not connect the endoscope connector while the electrical contacts are wet and/or dirty, which may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety. Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, the reported issue (b30 error code) was confirmed. A b30 error code was suspected to be caused by an image board failure. In addition, service found the adhesive on the bending section cover had an uneven edge, and the bending angle in down direction was out of specification. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device was displaying a b30 error code (scope communication error). The reported issue occurred while reprocessing the subject device. There was no patient involvement.